Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge. There was no adverse impact to the customer's blood glucose (bg) level. Upon follow up, the customer declined assistance from tandem technical support regarding the issue and indicated that the issue was resolved. No additional information was provided.